Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. A review of the event history log found no failure, malfunction, or iipv events keystrokes, programming, or use related events that could have caused or contributed to the reported event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. External/internal inspection was performed and passed. Sample analysis was unable to verify or duplicate the event. Pneumatic system was evaluated and all pressures were determined to be correct and stable. A short simulated therapy was performed and completed successfully. After review, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized five days prior to death for unrelated chest pain, never recovered then passed away. The cause of death was reported as cardiac arrest. The pdrn stated that the patient was on automated peritoneal dialysis (apd) prior to death and was performing apd therapy in the hospital, on the facility machine. The pdrn stated that the patient was not connected to the hc at the time of death and that there were no overfill, high drain volume alarm or increased intraperitoneal volume events that she was aware of. It was also reported the patient did not have peritonitis prior to death. It was unknown if an autopsy was performed. It was unknown if a death certificate was available. Additional information was requested, but is not available.